Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates the patient¿s system was explanted and replaced to resolve the issues. Ipg was electively replaced.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-05496. It was reported the patient experienced ineffective stimulation due to high impedances on one lead. The second lead has normal impedances and is causing right sided pain when being used. Surgical intervention may take place at a later date.